Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Stomach perforation and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the events leading up to the perforation, any testing performed and pt history has been requested. Device labeling addresses surgical technique in regards to perforation: "caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." "Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the adverse events of perforation as follows: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound". Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Surgeon reported a pt had an aps lap-band system removed for dysphagia and perforation of stomach, one year after implantation. Investigation in progress. F/u findings: explant surgeon reports that the pt had no erosion, illness, symptoms, treatment nor surgeries proceeding the events. There was no prolonged hospitalization and the pt is currently doing fine.